Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of implant is an unknown date approximately 14 years ago. Device remained implanted in patient. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017, patient underwent a tibial nail revision procedure (captured in (B)(4)) due to prominence of the solid tibial nail. During the procedure, all four (4) 4.0 locking screws were removed with some difficulty. When it came time to extract the nail, it would not move. Eventually, the proximal tibia was fractured and plated with a proximal tibia plate. It was decided to leave the nail in place and shave off the top of the nail with a metal cutting burr. Fragments were generated and were difficult to remove. This resulted in a surgical delay of one (1) hour. Unanticipated intraoperative x-rays were taken. Procedure was not considered successfully completed. Post-operative event requiring revision surgery is captured in (B)(4). This complaint captures intraoperative event occurred during revision surgery. Concomitant devices reported: locking screw 4.0 mm (quantity # 4). This report is for one (1) unknown tibia nail. This is report 1 of 1 for (B)(4).